Event description:
Report received of multiple undocumented incidents of air in the tubing distal to the filter. No specific patient information was reported, but patients are receiving unspecified IV solution via umbilical lines. It was reported that the filters are primed without problems. Within 15 minutes of being connected to the patients, it was reported that "catheter toes" occur. The reporter indicated that this implies that air has been introduced through the umbilical artery into the circulatory system and causes the toes to become discolored. When this occurs, the toes are manually warmed up until they become pink in color again. The filters are either left in place or an alternative IV access must be obtained. There have been no reported adverse patient sequelae. Additional information was requested, but no further information was provided.